Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD) the patient received inappropriate shock due to exposure to external electromagnetic interference (emi). It was noted that the patient was coming out of a swimming pool at a hotel and the ICD went off. A review of ICD device data found ventricular fibrillation (vf) episode data that indicates the patient exposure to external emi on the date that was described. Additionally, due to the emi, a lead integrity alert (lia) triggered for two or more non sustained episodes and sensing integrity counter (sic). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.